Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed. A field service engineer arrived at the station and found that the unit had a hardware failure icon but nothing to recover. The fse took the time to show the pharmacy technician how to identify the cause of the hardware failure, how to find it, and how to resolve it. After this was done, the staff had access to all the doors and pockets in the drawers associated with this station. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed to open which located in fisicua. Additionally, the user requested the urgent medication needed for patient which was not available in the pharmacy. The user attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.